Manufacturer narrative:
Section h6 is updated in this report.

Event description:
The manufacturer became aware of an allegation that an end user developed a replacement while using dreamstation auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 1 feb 2022 and section h11 should be reported as: the manufacturer became aware of an allegation that an end user developed a replacement while using dreamstation auto CPAP. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, complaint was not confirmed. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.